Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: imdrf device code a04 captures the reportable event of stent cover damaged/defective. Block h10: the hot axios stent remained implanted, and the delivery system was not returned for analysis; however, photos of the complaint device implanted inside the patient were provided by the complainant. Media analysis was performed and found holes on the stent cover but, the number and size of the holes were acceptable to axios device based on the visual standard coated stent inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on september 06, 2022 that an axios stent and electrocautery enhanced delivery system was implanted transgastric to pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. Post stent deployment, it was noted through a gastroscope that the axios stent cover was damaged. The axios stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: photos of the deployed axios stent were provided and it was noticed that the stent cover was damaged.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was implanted transgastric to pancreas during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2022. Post stent deployment, it was noted through a gastroscope that the axios stent cover was damaged. The axios stent remained implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: photos of the deployed axios stent were provided and it was noticed that the stent cover was damaged.

Manufacturer narrative:
Initial reporter name and address: the initial reporter's address is: (B)(6). (B)(4).